Event description:
Customer reported a hospitalization but did not want to provide any details. The blood glucose reading was not given. Customer also reported a broken belt clip. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.